Manufacturer narrative:
This complaint was incorrectly assessed as a death. This pump was never used on a patient and has been updated to reflect a malfunction. Refer to (B)(4) for details on the reported patient death.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to asystole. While on support, the patient experienced an access site bleed and hematoma that was resolved by removal of the pump. Patient expired shortly thereafter.